Event description:
It was reported during an unknown procedure on a male patient that the knob on cup inserter is stiff which making the release of the cup difficult after impacting. There was no surgical delay and no consequences or impact to patient.

Manufacturer narrative:
H3: the complaint sample was returned to viant for evaluation and the reported event is confirmed. The offset cup impactor has a bent universal joint (uj) causing the drive chain to slightly seize/jam. From visual and function inspection, it was evident the device has a bent uj. The bent uj causes an interference when assembled within the impactor body, leading to the seizure which does not allow the drive chain to rotate smoothly as intended. Additionally, several other notable failures were found. The ratchet mechanism weld has cracks on both ends. The ratchet teeth are also worn from repeated use. Prolonged use and wear would likely lead to failures from over-tightening the device. The impaction plate on the handle has experienced significant impacts from repeated use. The device has general wear and tear in the form of scratches/nicks/gouges from repeated use. Based on the age and condition of the returned device, the device has reached the end of its useful life. The IFU sent with this device today, man-004011 rev b, states the following; offset cup impactors are hand-held, re-usable surgical instruments[?]. Anticipated useful life offset cup impactor: 600 use cycles, end of life is determined by wear and damage due to intended use, visually inspect for damage and wear. If the instrument is damaged and worn, it is considered at the end of its life and should be discarded, check hinged instruments for smooth movement, when the UDI carrier(s) is no longer readable, the instrument is to be discarded, viant devices should only be used by qualified personnel fully trained in the use of the surgical instruments and the relevant surgical procedures, do not modify viant instruments in any way and handle with care at all times. Surface scratches can increase wear and the risk of corrosion, manual surgical instruments have a limited life-span which is determined by wear or damage due to repeated intended use. When a surgical instrument reaches the end of its functional life, clean the instrument of any and all biomaterial/biohazards and safely discard the instrument in accordance with applicable laws and regulations. The device history records (DHR) was reviewed and found no related manufacturing deviations or anomalies that would have contributed to the reported event. This device has experienced approximately 6.37 years of use. It is unknown as to how many surgical procedures (cycles) this device had experienced throughout its life in the field. The viant risk management files were reviewed and the failure mode was identified and mitigated to the lowest possible level. The estimated failure rate falls within the occurrence rate identified in the viant risk management files for this failure mode. In conclusion, the reported event is confirmed as the returned offset cup impactor has a bent universal joint (uj) causing the drive chain to slightly seize/jam. From the investigation performed, the root cause is attributed to product end of life (wear). No further investigation with regard to this complaint is required. Viant will continue to monitor for trends. D4: primary UDI# provided is the current viant medical UDI-di for model number: 511172. The additional UDI# provided is the legacy greatbatch medical UDI-di for model number: 511172 prior to viant medical acquisition of the product. This lot number was manufactured in 2018 by greatbatch medical. Viant medical acquired this product line from greatbatch medical (subsidiary of integer holdings) in 2018. Therefore, the legacy UDI-di# is provided as the additional UDI# and the current UDI-di# is provided as the primary UDI#. G2: complaint information provided by distributor, depuy synthes.